Event description:
The customer reported weak positive to false negative reactions with biotestcell-a2 when they were expected to be clearly positive. The customer stated that she observed this issue when performing manual qc with immucor core qc kit. The customer did not provide the complaint sample biotestcell-a2 for investigational testing. Therefore; our quality control laboratory tested their retention sample of the supposedly defective lot with different donor samples for potency and specificity. All acceptance criteria were met. All positive and negative reactions were correct. We did not observe any false negative respectively weakened reaction. A review of the batch record documentation showed no irregularities, which might have negatively affected the quality of the allegedly defective lot. The complaint investigation showed that the customer did not use the correct IFU and did not realize the statement under the test procedure to incubate for 15 to 30 minutes if necessary. The customer incubated for an additional 15 minutes and the reaction came up as 2+ positive. The customer informed us that she received the correct results after following the instruction for use and incubating the test for 15 minutes. Based on the investigation and the information of the customer the complaint was classified as unjustifie.

Manufacturer narrative:
This is our combined intital and final report on this incident.